Event description:
It was reported that the hl20 pump displayed the error message: "head" during routine check. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the hl20 pump displayed the error message: "head" during routine check. No harm to any person has been reported. A getinge field service technician (fst) was onsite for an investigation. The fst confirmed the reported error message: "head". The fst cleaned the device and checked and reset all the connections inside the pump which solved the problem. The technician performed a full functional check of the pump. The pump is working to factory specification. No part was replaced. Thus the reported failure could be confirmed. However the failure mode "head error" can be linked to the following most possible root causes according to the hl 20 risk management file: -defective/ dirty tacho, relay or pump belt the device in question was manufactured on 2012-09-07. The review of the non-conformities during the period of 2012-09-07 to 2023-06-19 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.